Event description:
The doctor wanted to insert clso-10-12 & clso-10-15 for hilar drainage. First, they loaded the clso-10-15 at the oa-10 to put the clso-10-15 on the left, then pushed through the wire guide (visi2 0.025" straight). Stent was placed he wanted, and then the rock of the inner sheath of oa-10 was loosened and pulled, but a large resistance occurred. It was very difficult to pull the inner sheath, and they placed the clso-10-15 with difficulty, but the inner sheath of oa-10 was elongated. They could not use the oa-10 again to insert a second clso-10-12. They had to use the new oa-10. Related files: difficult advancement, elongation and incorrect size wireguide used with first oa-10 difficult advancement and incorrect size wireguide used with clso-10-15 incorrect size wireguide used with replacement clso-10-12. Incorrect size wireguide used with replacement oa-10. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x clso-10-15 of unknown lot number was not returned to cirl for evaluation. This complaint captures the difficult advancement and incorrect size wireguide used with the clso-10-15 this file is related to; (B)(4) (3001845648-2022-00011) captures the difficult advancement, elongation and incorrect size wireguide used with first the oa-10 (B)(4) (3001845648-2022-00077) complaint captures the user error of an incorrect sized wireguide used with the replacement device. (Rpn: clso-10-12) (B)(4) (3001845648-2022-00078) captures the incorrect size wireguide used with the replacement oa-10. Documents review including IFU review: prior to distribution all clso-10-15 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for the clso-10-7 device could not be completed as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ as per information supplied it was confirmed that an incorrect wireguide (0.025") was used with this device. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. The difficult advancement that was encountered would have occurred due to the user error of the incorrect wireguide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.